Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), an inquiry was received regarding device longevity approximately six months ago indicated six years but current interrogation indicated four and a half years. The patient condition was reported as chronic atrial fibrillation (af), and device mode was re-programmed. The ipg remains in use, and patient will be monitored with follow up check. No patient complications have been reported as a result of this event.